Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The cause of the difficulty recharging was not determined. Patient reported later in the day that she went home and charged without difficulty. Spoke with the same patient again on (B)(6)2021 and she reported that she had not had anymore trouble recharging. Patient did not bring her equipment with her for troubleshooting. This issue resolved without intervention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having difficulty recharging their implant since 2-3 weeks ago, prior to (B)(6) 2021. The patient was unable to give information on coupling efficiency and they did not have equipment with them for troubleshooting. Patient also had trouble with patient programmer, however, once the manufacturer representative replaced the programmer batteries it resolved the programmer issue. Troubleshooting was unable to be performed no recharger to access. It was noted the ins site looked fine, implant was shallow and he could see the outline. It was noted that it was likely recharger antenna needing replacement, but further troubleshooting was needed. No symptoms were reported.